Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information but no response was received from the customer. Additional information: d9, h3, h4, h6, h11 the device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error likely occurred due to poor contact that was a result of wear of the video connector and dirt. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an e315 error code (incompatible scope). The issue occurred, during preparation for use. There were no reports of patient harm.